Event description:
It was reported that the needle deployed, but the pink slide did not move forward. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received undeployed. Due to the inability of data being downloaded from the device, it cannot be determined if there was a needle mechanism failure nor what caused the needle mechanism failure if one did occur. The fluid reservoir was observed to be damaged. Fluid leaked from the damaged reservoir into the device. Damages were observed to the top and bottom housings. It cannot be determined when these damages occurred. Corrosion was observed on the pcb assembly, commutator cap, ratchet gear, sma anchors, and batteries. The reservoir leak caused the corrosion on these components. Data was attempted to be downloaded from the device. The device failed to connect to the master pdm. The device was connected to an external power supply, and still failed to pair. The pcb was removed from the device and cleaned with alcohol; then, the isolated pcb was connected to the power supply, but the pcb still failed to communicate with the master pdm. The device suffered a total data loss. The data loss can ultimately be attributed to the reservoir leak. The battery voltages were measured being lower than expected. This can be attributed to the corrosion on the batteries and pcb.